Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device had a syncopal episode. A request for additional information was made; none was able to be obtained. There were no additional adverse patient effects reported. The device remains in service.